Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On (B)(6) 2025, it was reported by a facility representative via (B)(4). The surgeon was using the arthroscopy shaver 3.0mm sabre ar-7300sr outside of scoping to debride the cartilage when the single-use shaver blade sparked and burned the patient¿s bone. Additional information was received on 14-aug-2025: the reporter clarified that there was a small isolated burn to the patient¿s bone which was removed immediately after the incident occurred. A rongeur was used to complete that part of the procedure. Additional information was received on 19-aug-2025: the reporter stated that the incident occurred due to the lack of irrigation when the surgeon was debriding the cartilage.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. The complaint allegation was confirmed. One unpackaged ar-7300sr batch 15375361 was received for evaluation. Visual inspection revealed that both the tip and the shaft show signs of burning, indicating poor irrigation. The functional test was not performed due to damage to the device. The tubes are stuck together. The most likely cause of the reported and observed failure is user error. The directions for use state that running the device without the flow of irrigation (dry) will cause the device to excessively heat and may result in a thermal burn. Directions for use dfu-0215-eo revision 1. Disposable arthroscopic shaver blades, burrs, powerpick, powerasp, nanoresection, and shaverdrill devices. F. Precautions. 9. Irreversible damage to all devices will result if they are run without the flow of irrigation (dry). 10. Running the device without the flow of irrigation (dry) will cause the device to excessively heat and may cause a thermal burn.